Manufacturer narrative:
Block h6: imdrf code a150101 captures the reportable event of failure to deploy. Imdrf code a0401 captures the reportable event of cinch wire break.

Event description:
It was reported that an overstitch nxt was used in the stomach during a fistula closure procedure on (B)(6) 2026. During the procedure, when attempting to deploy the cinch to secure the sutures, the cinch wire broke at the distal end of the catheter. Upon inspection, the cinch did not fully close and was unable to secure the two peek components together. The device could not complete the intended cinching function. An alternative closure method was attempted using x-tack, and a resolution 360 clip was subsequently used to successfully complete the procedure. There were no patient complications reported as a result of the event.